Event description:
Healthcare professional reported that during the implant he tested the leaflet function by injecting saline through a small gauge catheter. One leaflet did not appear to function. Therefore, he abandoned the valve and used another hancock valve. There was no reported adverse effects to the pt and the valve was returned for analysis.